Event description:
It was reported that the device exhibited error code 44510. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition and a worn upstream occlusion seal. Functional testing was able to duplicate the reported problem. The device displayed error code 44519 upon power up. It was determined that the faulty printed wire assembly (pwa) board was the root cause and was replaced. The device then passed all functional tests.